Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 10 seconds duration time, the balloon ruptured. The device was removed and completed with another of same device. There were no patient complications reported.